Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that only the connector portion of the lead was returned in one piece measuring 13.9 cm. External insulation abrasion was noted at 12.3 cm to 12.4 cm, 12.5 cm to 12.6 cm, 12.7 cm to 13.1 cm, 13.4 cm to 13.5 cm, and 13.6 cm to 13.9 cm from the connector pin consistent with lead friction to the device can. The insulation abrasion breached the ring electrode and right ventricle lumen with no damage noted to the etfe cable coating.

Event description:
This report is to advise of an event observed during analysis.